Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the power button was stuck when pushed in. The problem, as reported to olympus, was identified on maintenance. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on production records. This supplemental report is being submitted to provide this information. There is no service history available for this device. Design record/manufacturing record/repair record review confirmed that the design was changed to improve the tolerance of damage to the power switch. Countermeasures products have been shipped since december 11, 2013. Since the device was manufactured in january of 2013, it is likely that the power switch was damaged because the operating force and number of times the power switch was applied exceeded the assumption value because the product was a product prior to countermeasures.